Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information notes: it was reported that the lead exhibited an insulation anomaly. The lead was capped and replaced.

Event description:
It was reported that during a routine follow-up, the ventricular lead exhibited noise. The noise was reproducible with isometrics. The patient presented in clinic on (B)(6) 2014 and no further action was taken at this time.